Manufacturer narrative:
Unit alarmed a35 during the rewind. Problem isolated to m/b. Unable to verify motor error alarms due to a35 alarms. Unable to perform displacement test due to a35 alarms. The motor was tested outside the device and passed. Unit received with scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 65 mg/dl. Troubleshooting was performed. The device was returned for analysis.